Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin 1.5 gram in one bag, intraperitoneally (ip) (frequency and duration not reported) and ip imipenem 500 mg/bag, 3 exchanges per a day (duration not reported) for peritonitis. At the time of the report, the patient's recovery status was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.